Manufacturer narrative:
G2. Foreign: ca medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported the recharger was hard to connect to the battery and the device would turn on for 10 minutes before going blank. It was noted that ¿normal wear and tear¿ may have led or contributed to the issue. A replacement wireless recharger was sent to the patient to address the issue. It was unknown whether the issue was resolved at the time of report. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No complications were reported or anticipated. The patient later called back after getting their old recharger replaced with a new wireless charger, and reported the wireless recharger was not charging their implant and the implant was completely dead now. They noted they always had issues finding the implant and charging. When noting possible contributing factors, it was mentioned the patient has lost 40 pounds and was still losing weight. It was advised the patient speak to the clinic about the ongoing issues. It was unknown if the issue was resolved at the time of report.